Event description:
New information received notes that on (B)(6) 2021, the atrial lead was explanted and replaced. The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine same day post-implantation device interrogation, the atrial lead was exhibiting loss of capture and loss of sensing due to dislodgement. An x-ray was performed, and it confirmed the dislodgement. The physician elected to program off the lead. The patient was stable before, during, and after the changes.